Event description:
The trial inserter was broken during a tlif surgery. The trial temporarily lodged in the patient's disk space. The surgeon was able to remove the trial and place the implant. There was no patient injury and no surgical delay.